Event description:
It was reported that the patient developed a fistula, contaminating the mesh.

Manufacturer narrative:
No product was available for review. It was reported that the exact cause of the fistula was unknown.